Manufacturer narrative:
The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor gel separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd provided troubleshooting and educational materials to the customer. The customer has since indicated that the issue was likely related to training, and the customer has not experienced any further issues. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor gel separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to education/training. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd vacutainer® exhibited poor barrier separation and had erroneous results. No serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor gel separation with the incident lot was observed. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. However, bd was unable to determine the specific lot number associated with this complaint, therefor no additional testing could be conducted and a review of the device history record could not be conducted. Bd provided troubleshooting and educational materials to the customer. The customer has since indicated that the issue was likely related to training, and the customer has not experienced any further issues. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor gel separation with the incident lot was observed and no further testing could be conducted. Root cause description: based on the investigation, the most likely root cause was determined to be related to education/training. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd vacutainer® exhibited poor barrier separation and had erroneous results. No serious injury or medical intervention.